Event description:
A malfunction alarm was reported with malfunction code 9. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if any malfunctions reoccur.